Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2009. According to the physician, post-procedure in (B)(6) 2010, a portion of the mesh was removed due to exposure and abnormal bleeding. The patient appeared to be healing well and in (B)(6) 2012 the patient was seen again and no issues were noted. All other information is unknown.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information received from the physician (B)(4) 2012.